Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On an unreported date, the patient began treatment with vancomycin 2gm stat and netmycin 50mg/day. At the time of this report, the peritonitis was resolving. The root cause of the peritonitis was unknown. Dianeal therapy was ongoing. The nurse believed the peritonitis was unrelated to dianeal pd2 ultrabag therapy.